Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure of an rv lead, the stylet would not advance through the lumen. The lead was removed and replaced. The patient tolerated the procedure fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.